Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4).

Event description:
The facility had stated that the lens became damaged as it was being implanted into the pt's eye. The lens was removed without pt injury.